Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the interstim might not be working. Patient has constant urination every 15 minutes. Usually patient can feel the taping in rear end but hasn't felt stimulation in a couple days and had the worst week since saturday. A month ago patient had this problem and their wife raised up stimulation. They left the house because they were going somewhere. All of a sudden the stimulation kicked in 2-3 times and they had to turn around and come back home to turn it down. The stimulator started shocking him. Last night they tried all four programs and raised them to see if he could feel anything and he couldn't. Patient said, they have had more episodes over the last 3 months. Checked patient's current settings and they were on program 1 at 3.4v. Had patient increase stimulation to 8.0v and they felt nothing. Had patient switch to program 2,3, and 4 and had him raise it to 8.0v and they felt nothing on all programs. Patient stated no falls but that they did a lot of walking this past weekend. Checked patient's handset and it didn't display a low battery icon. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient has a hcp appointment on friday.